Manufacturer narrative:
The cause of the discrepant elevated pt-inr results is unknown. However, analysis of the instrument data revealed no systematic failures of the instrument. The issue described is for elevated inr results when one innovin reagent vial was in use. The siemens headquarters support center (hsc) evaluated the available instrument data. Due to these facts, hsc excluded a general issue of the innovin reagent or an analyzer issue. Discrepant results occurred most likely due to a reagent handling issue of the affected vial. It was conspicuous that an initial volume of only 5.8 ml was detected for the affected vial whereas the other used reagent vials showed an initial volume of 10 ml as expected. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated prothrombin time (pt-inr) results were obtained on the bcs xp instrument. The results were reported to the physician who questioned the results. The same samples were retested after reagent vial replacement on the same instrument and lower results were obtained. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated pt-inr results. There was no report of adverse health consequences as a result of the discrepant elevated pt-inr results.